Manufacturer narrative:
The autopulse li-ion battery involved in the reported complaint will not be returned for evaluation because the customer has disposed it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During patient use, when a fully charged autopulse li-ion battery (sn (B)(4)) was inserted into the autopulse platform, the platform displayed "replace battery" message. Per customer, the battery was successfully charged prior inserting into the autopulse platform and the status leds on the battery showed 4 green lights. The autopulse platform performed as intended using another autopulse li-ion battery. Per customer, the battery will be disposed of at their local facility. No consequence or impact to the patient.